Event description:
On 3/16/83 the control assembly was implanted. On 3/8/85 the balloon and pump was implanted. On 2/18/97 the entire device was removed from the pt and replaced, reason not indicated. Ams has requested add'l info.